Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 12/08/2014 with the following findings: a cs-064 call service alarm, which can be indicative of the type of issue that was reported, was observed in the black box data. The pump powered on with the returned battery cap. The pump was exercised for 24 hours, during which no 'call service alarms' were observed: the reported issue was not duplicated. The pump successfully performed the bolus, rewind, load, and prime functions. The pump case was removed, and no evidence of internal damage or defect was found. During the analysis, the pump operated according to the specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.